Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the straight exchange heparin coated fixed core wire guide became stuck inside of the catheter, so the physician used another device to complete the procedure. It was further noted that the weld on the wire guide broke apart which caused the wire to lose its durability. The product problem did not result in any reported serious injuries to the patient.